Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. Upon interrogation, it was found that the left ventricular lead had loss of capture. Fluoroscopy of the lead found that it had become dislodged. The patient was scheduled for a lead explant on (B)(6) 2018, but the procedure was canceled for unknown reasons. No further information was available.